Event description:
It has been reported via sales rep that during surgery (last (B)(6) 2011, a tibial plateau surgery with axos), the head of the screw broke. It has been reported that the item could not be retrieved completely. The retrieved part of the item will be available and will be shipped back to MFR. The distal part remains in pt body, implanted in the second cortical.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.